Event description:
It was reported that at 105,428 joules while using the side-firing surgical fiber during a prostate procedure, the fiber began "firing straight from the tip". Time expended: 13:19 minutes. The procedure was continued using a second fiber, which was reportedly accidently damaged by the staff. The procedure was competed using a third surgical fiber. Patient outcome: "no injury". This report is for the first surgical fiber used.

Event description:
It was reported that at 105,428 joules while using the side-firing surgical fiber during a prostate procedure, the fiber began "firing straight from the tip". Time expended: 13:19 minutes. The procedure was competed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.